Event description:
It was reported that it is impossible to lower the swg as it gets stuck after a few cm: the swg gets caught against the needle, gets kinked and it's impossible to lower it further and impossible to remove as it's stuck. Clinical consequences: many punctures on the baby, need a new catheter. Change of brand: vygon only to use the swg.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it is impossible to lower the swg as it gets stuck after a few cm: the swg gets caught against the needle, gets kinked and it's impossible to lower it further and impossible to remove as it's stuck. Clinical consequences: many punctures on the baby, need a new catheter. Change of brand: vygon only to use the swg.